Manufacturer narrative:
The investigation is still ongoing.

Event description:
During a thermage treatment of a patients forehead, with approximately 109 pulses completed, the physician reported seeing a small spark and the appearance of a flame on the tip membrane. One additional pulse was completed which seemed to expand the flame. The patient had heavier than normal erythema in the area of treatment which allowed the physician to replace the tip and complete the treatment. Ample gel had been applied to area prior to the treatment. There was no impact or injury to the patient.

Manufacturer narrative:
According to thermage user manual (p009240 rev. A), erythema is a possible complication of thermage treatment. Erythema/blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. A medical review of this case determined no serious injury occurred. Service confirmed damage on the tip membrane along the rf trace. Based on the available information, erythema was most likely caused by damage on the tip membrane along the rf trace.

Manufacturer narrative:
The tip passed the flow testing. The tip failed the leak testing. The tip failed the visual testing due to dielectric breakdown being present and a dent on the membrane. A functional test was not performed due to dielectric breakdown being present. The investigation is ongoing.